Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the information provided by customer, the reported problem was able to be confirmed by customer. The reported problem was determined to be due to a printer failure. The root cause of the printer failure could not be determined. Customer replaced the printer head to solve the issue, and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart xl+ indicating that the device failed to print ECG result during use, it kept showing "printer out of paper". Device was in clinical use at the time of event. However, there was no harm or injury reported. Additional details were received regarding the reported issue which clarified there was no injury and no delay in life saving therapy. The issue was a faulty printer. Therefore, the event does not meet the criteria for serious injury and has been updated to product problem.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator monitor indicating the patient reported chest tightness and palpitations. The electrocardiogram showed atrial fibrillation with a rapid ventricular rate. The user was prepared to perform electrical cardioversion with a defibrillator, but an anomaly was detected in the defibrillator. The defibrillator was immediately replaced. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.